Event description:
It was reported that during an implant, a perforation was confirmed with echo. Tamponade was also noted. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.